Event description:
During a right ventricular outflow tract procedure for premature ventricular contraction, a cardiac tamponade occurred. While mapping with the catheter, high contact force was noted, and an echocardiogram revealed a tamponade. An epicardial puncture was performed to stabilize the patient. There were no performance issues with the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported high contact force values during mapping and a cardiac tamponade could not be conclusively determined.